Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02664. It was reported that the patient is experiencing high impedances. Surgical intervention may be pending to address the issue.

Event description:
Additional information received reports that patient underwent surgical intervention and the leads were explanted and replaced due to lead migration and high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.